Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with inappropriate automatic mode switch due to far r wave oversensing. Programming changes were made to restore normal parameters. The patient was stable.